Event description:
Physician inserted minnie support catheter into patient's vessel but could not locate marker bands on catheter under fluoroscopy. The support catheter was removed and another minnie was used with no complications. No patient impact was reported.